Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2-1/2 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral regurgitation. According to the patient's operative report, the patient had undergone mitral valve repair and mammary artery grafting to the lad in 2008. She had done well from her surgery but developed symptoms of increasing shortness of breath, palpitations, and atrial fibrillation. The patient was found to have severe mitral regurgitation with prolapse of the anterior leaflet. Upon inspection of the mitral valve, the repair was intact, but there were new ruptured chordae to the anterior leaflet if the mitral valve and the a2 lesion. The ring was removed and replaced with an edwards bioprosthetic valve which appeared seated well without perivalvular leak at the conclusion of the procedure. Furthermore, it was noted by the surgeon that the reason for removing the ring was not related to a device malfunction.